Event description:
A distributor reported on behalf of a healthcare facility in (B)(6) via a fisher and paykel healthcare (f&p) field representative, that five rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). The complaint rt380 adult dual-heated evaqua2 breathing circuits are currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Manufacturer narrative:
(B)(4). Method: the complaint rt380 adult dual-heated evaqua2 breathing circuits were returned to fisher & paykel healthcare (f&p) in new zealand, where they were visually inspected and pressure tested. The mr290 vented autofeed humidication chambers were returned with the water feedset still on the winder. Results: visual inspection of the complaint rt380 adult dual-heated evaqua2 breathing circuits revealed no damage to the returned breathing circuits or the dryline. The pressure test also revealed that the breathing circuits were within specification. Conclusion: we were unable to determine what may have caused the failed leak test as reported by the customer, as no fault was found with the returned devices. The reported leak most likely occurred as the water feedset of the mr290 vented autofeed humidification chambers were still in the feedset winder and not connected to a water bag when the leak test were performed. The feedset winder is designed to secure the feedset and spike during transport and storage. It is not designed to seal the spike. All rt380 adult dual-heated evaqua2 breathing circuits are visually inspected, and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt380 adult evaqua2 breathing circuit show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher and paykel healthcare (f&p) field representative, that five rt380 adult dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.